Manufacturer narrative:
The device will not be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that on (B)(6) 2018, the patient developed a post-operative seroma after surgimend application. There was a spontaneous draining of the fluid, the patient was started with intravenous (IV) antibiotics and subsequently transitioned to oral antibiotics. Additionally, dressing changes was started for the open draining area. It was deemed that the incident was possibly related to the product. No further patient injury were reported and the patient did well post operatively. The patient was discharged home.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. Root cause is undeterminable. The device was not returned for failure analysis as it remains in contact with the patient. Based on the DHR review conducted, there were no anomalies found and there is no indication that the manufacturing or final packaging/labeling processes may have contributed to this complaint. Additionally, all finished goods lots released to the market by integra lifesciences meet acceptance criteria for all required inspections and tests.